Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis in (B)(6) 2009. The customer stated that she had to go to the emergency room after she had spoken to a representative regarding a button error alarm and doing troubleshooting. The customer's blood glucose was about 860 mg/dl. She was hospitalized for 3 days and stated that she was wearing the insulin pump at the time of the event. She stated that her doctor would not allow her to be discharged until she had a replacement insulin pump sent to her.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.